Manufacturer narrative:
MDR (B)(4) / initial 4 of 7. E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
The patient reported infusion set was leaking at the site and had high blood glucose levels which was treated with correction injection via multiple daily injection (mdi) on (B)(6) 2026.